Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found black sleeve stuck in the up postion in the reported problem area of the pipette assembly. Removed and cleaned the sleeve in position 2. The instrument was, cleaned, inspected, tested without further problem, and returned to expected operation.